Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed the cartridge and infusion set and resumed insulin therapy.